Event description:
It was reported by service report that the jack could not pump up or lower fully. The customer reported that they did not know if there was pt involvement; however, no pt adverse consequences were reported.